Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was experiencing pain at the pocket site. As a result, the physician revised the site and made the current pocket deeper. Surgical intervention resolved the issue.